Event description:
It was reported that the device had a sensing problem as there was oversensing seen during vt-ns due to the device double counting n on-stained vt (ventricular tachycardia) r-waves. It was noted that the device had a y-adapted competitor left ventricular (lv) unipolar lead which was adapted with the cathode of the competitor right ventricular (rv) defib lead. The issue was resolved by removing the device replacing it with an actual biv (biventricular) ICD (implantable cardioverter defibrillator) where the competitor lv and rv leads could be discretely plugged in. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.